Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 did not sense closed. A field service engineer removed the drawer from the station and discovered that the magnet was missing from the inseparable latch. The latch was replaced, and the drawer was returned to the station. The station was powered down, the drawer was reconnected, and the station was powered back on. An attempt was made to run the final drawer test using the hardware testing application; however, the test was not found, and the test could not be executed. The customer confirmed that drawer 6 was functioning normally. A proactive inspection and preventative maintenance were conducted, during which all rubber rail bumpers were verified to be in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer not sensing closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer not sensing closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.